Manufacturer narrative:
Product complaint # (B)(4) the following information was requested, but unavailable: please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Was the sterility of the device compromised? H3 investigation summary the product was returned to ethicon for evaluation. One unopened sample was received for analysis. The product code is 1962. During the initial inspection of the returned sample, a hole could be observed on the bottom foil pouch from the outside in, caused by an unknown object affecting the integrity of the packaging. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The primary package of the product was found damaged prior to use. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.